Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating. Customer's blood glucose (bg) was within range (value not provided) during this event. Customer experienced low bg (40 mg/dl); cause was not known. Customer consumed food and juice to address bg. Recommendation was made for customer to discuss event with their healthcare provider.